Manufacturer narrative:
D10 concomitant product: sigpshell, sig power sigpshell control shell (lot#n4c2333ry); egia45axt, egia45axt egia45 artic extra thicksulu (lot#n3j1890y); egia45amt, egia45amt egia 45 artic med thick sulu (lot#p2f0772); sigphandle, sig power sigphandle handle (serial#unknown); unk-sigadapt, unknown signia egia adapter (serial#unknown); egia60amt, egia60amt egia 60 artic med thick sulu (lot#p4f0786); egia60amt, egia60amt egia 60 artic med thick sulu (lot#p4f0786); egia60amt, egia60amt egia 60 artic med thick sulu (lot#p4f0786). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the powered stapler, the device did not recognize the rod or the charges. Firing issues were also reported with the six reloads with each instrument failing to fire as intended. The affected devices (reloads) were replaced. No patient complications have been reported as a result of this event. Medtronic's initial evaluation of the incident is that the reload was partially fired with the interlock engaged. Staple pushers were visible between the 5 cm and 4 cm cut lines.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. For functional te sting, all remaining staples were placed, and test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that the powered stapler did not recognize the reload. The reported issue could not be confirmed. The m ost likely cause could not be established from the information available. The evaluation detected an unreported condition of partial firing. The product analysis noted evidence that the device was not used as intended. This issue may occur when the firing handle has not been completely cycled. Another unreported condition identified was a deformed clamping mechanism. The product analysis noted evidence that the device was not used as intended. This issue may occur when the device is applied over tissue that is beyond the recommended thickness range, or when applied with an obstacle incorporated in the jaws. A third unreported condition identified was a pre-fire condition. The product analysis noted evidence that the device was not used as intended. This issue may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.